Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2019. Customer¿s blood glucose level was 1130 mg/dl, at the time of hospitalization. Customer was treat with intravenous drip and with fluids. Customer was unable to upload care link. The insulin pump will not be returned for analysis.